Event description:
Baxter japan reported "leakage from the tube" of a transfer set. This was noted during use with no pt injury or medical intervention reported according to the complaint coordinator.